Manufacturer narrative:
Mindray service representatives identified contamination in the flow sensors. Changed sensors and performed calibration checks.

Event description:
Customer reported fluids from patient had gotten into breathing system. Customer had cleared system, but was not getting proper tidal volume readings.